Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the instrument was returned with the nose cone cracked and the acoustic isolator torn; in addition the horn was found to be detached from the handpiece housing. However, no anomalies were noted with the 4-40 threaded stud. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported the handpiece has a broken threaded stud. The customer discovered during processing. There was no patient involvement.